Event description:
It was reported that during a peripheral stenting procedure, a balloon rupture occurred. The lesion was located in the common bile duct. The physician advanced the express biliary lad pre-mounted stent delivery system to the intended location and inflated the balloon once to 8 atms, however, the balloon ruptured. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B) (6). (B) (4).